Event description:
It was reported by service report that the cot is leaning on the pt right side and is hard to load and unload from the ambulance. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Inner and outer lift tubes.